Event description:
Boston scientific received information that high pacing impedance measurements were observed on the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d). No noise was noted and the other measurements were within normal limits. A disk analysis was requested. The patient was non-pacemaker dependent. Additional information received confirming that no revision was done and that all other rv lead parameters were in range and stable. There were no lead connection problem and fracture suspected. The patient was doing fine. The device and lead remains in service. No adverse patient effects were reported. Boston scientific technical services (ts) reviewed the memory download and indicated that the issue may be caused by the tissue tip interface to the heart and it may be calcification of the lead tip. At this time, it was recommended for the physician to perform further rv lead integrity evaluation, including the pocket manipulation and isometric testing to exclude any other reason for rv pacing impedance issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.